Event description:
Copper deficiency [copper deficiency]. Progressive myelopathy [myelopathy]. Ataxia [ataxia]. Unable to walk [abasia]. Unable to put his heel on his knee / can walk short distances with difficulty [mobility decreased]. Losing [balance disorder]. Adenomas in both adrenals [adrenal adenoma]. Had a bad fall [fall]. Vitamin b12 (and folate levels) were low/vitamin b12 deficiency. [Vitamin b12 deficiency]. Folate levels were low [blood folate decreased]. Case description: a son reported that his father, a male consumer of unk age, used fixodent denture adhesive, form/version unk, number and frequency of applications unk, for over 20 years. The father has been diagnosed with copper deficiency and is now unable to walk. The reporter claims to have a letter from the consumer's consultant which states that "it is certainly possible that a chronic ingestion of zinc could have been responsible for his copper deficiency". Medical history: no info was provided. Concomitant medication: no info was provided. The outcome of the case was: not recovered/ not resolved. No further info was provided. On (B)(6) 2011, f/u was received from the consumer's son in the form of a letter from himself, a letter from the consumer's consultant and a diary with details of the adverse events suffered by the consumer. The male consumer, age (B)(6), used fixodent adhesive cream number and frequency of applications unk, for over 20 years. On (B)(6) 2010, the consumer made a doctors appointment as he was losing balance. He was sent to hospital for an electrocardiogram, the result of which was all clear. On (B)(6) 2010 and (B)(6) 2010, the consumer had blood tests. The results came back on (B)(6) 2010 and he was diagnosed with vitamin b12 deficiency. Between (B)(6) 2010, he received six vitamin b12 injections; his symptoms continued to worsen. On (B)(6) 2010, another doctors appointment was made as the consumer had suffered a bad fall the day before. The doctor advised more b12 injections and so the consumer had three more between (B)(6) 2010. Again his symptoms continued to worsen. On (B)(6) 2010, a hospital appointment was made where the consumer had more blood tests and a chest x-ray. At the consultants request, he attended a day centre on the (B)(6) 2010. During his visit on (B)(6) 2010, he was given a walking stick to aid mobility. He visited the day centre again on (B)(6) 2010 where his walking stick was replaced with a zimmer frame. On (B)(6) 2010, he made an emergency doctors appointment at his local surgery as his symptoms were getting worse. They were unable to help so a hospital appointment was made to see the consultant again on (B)(6) 2010. At this appointment, he was hospitalized immediately because his symptoms had worsened, and he spent the next 15 days in hospital. Whilst in hospital he had a lumbar puncture, the results of which came back all clear. The consultant also informed him that it was not vitamin b12 deficiency causing his symptoms. On (B)(6) 2010, he was released from hospital and had a stair rail fitted in his houses. He also had his armchair raised, a toilet frame installed and had two zimmer frames - one for upstairs and one for downstairs. He attended the day centre three more times between (B)(6) 2010. Whilst there on the (B)(6) 2010, he was given a magnetic resonance imaging (MRI) scan. On (B)(6) 2011, the results of the MRI scan came back all clear. On (B)(6) 2011, he took delivery of a wheelchair. The consumer attended the day centre again on (B)(6) 2011 and whilst there had a fall. On (B)(6) 2011, he was given another b12 injection. He had a fall in his bedroom on (B)(6) 2011 and another in his bathroom on (B)(6) 2011, where he could not get up so had to be physically lifted. On (B)(6) 2011, he had an appointment with a neurology consultant where more blood tests were taken, the results of which came back clear. On (B)(6) 2011, the consumer stopped using fixodent. He asked his doctor if he could do a blood copper test, which was done on (B)(6) 2011. The results came back on (B)(6) 2011 and showed very low copper levels. On (B)(6) 2011, the consumer was told that his copper levels were sufficiently low that he would be required to take 8mg elemental copper daily. On (B)(6) 2011, the consumer purchase 2mg tablets from (B)(4) and started taking 4 x daily. On (B)(6) 2011, three lots of blood were taken to check his copper levels. He received the results during a hospital appointment on (B)(6) 2011, and was told that his copper levels were improving though were still low. He was also told that no more b12 injections would be necessary. On (B)(6) 2011, the consumer was visited by an occupational therapist (ot) as a result of the falls he was having. The ot visited again the following day with a physiotherapist and it was decided that they would visit him every week. On (B)(6) 2011, a hospital appointment was made with the consultant who apparently stated that he believed that the copper deficiency was caused by ingesting the zinc in fixodent over a long period of time. A computerised tomography (CT) scan was arranged for the following day, the result of which was received on (B)(6) 2011 and were clear. The consultant advised that he should continue with the 8mg of copper per day and that he would arrange ongoing blood tests to monitor his copper levels. In the letter from the consumers consultant, dated (B)(6) 2011, the consultant stated that the consumer felt his legs may have improved a little and that he was now able to walk short distances, though with difficulty and the aid of a walker. A heel to shin test had been performed and the results were abnormal, but the consultant stated the results were an improvement on a previous test in (B)(6) 2011 at which time the consumer had been unable to put his heel on his knee. He also mentioned that the consumer had progressive myelopathy and ataxia due to low vitamin b12 and folate levels. The consumer recently had a CT scan of his upper abdomen which revealed adenomas in both adrenals. The copper deficiency was considered to have contributed to his condition, an impression reinforced by the stability and subtle improvement since his commencement of copper supplementation. Medical history: no info was provided. Concomitant medication: no info was provided. The outcome of the case was: adrenal adenomas - not recovered/ not resolved; all other symptoms: improved. No further info was provided.

Manufacturer narrative:
Lot number or product was not provided by the reporter; therefore, unable to proceed with batch retain testing or product investigation.